Event description:
We started experiencing a significant number of cracks on the top plastic cover of the medfusion 4000 syringe pumps we had for only two years. The cracks usually occur around a couple of stress points: the point where the handle attaches to the cover; and the point where there are three small tubing holders on top of the pump. We contacted smiths medical with our concerns about the problem's high incidence and their response was that we were using a non-recommended cleaning/disinfecting product that was causing the plastic covers to crack.we noticed that we also had the medfusion 3500 syringe pumps for many years and have not seen the same problem with their top cover. This is significant because both models appear to use the same top cover and we use the same cleaning/disinfecting products on all the units. The relevant difference between the two devices is that the 3500 weighs a little over four pounds and the 4000 almost six pounds. In other words, one product is almost 50% heavier than the other, both use the same top cover and handle, and we are experiencing cracked covers around the handle after two years with only the heavier product. We believe that this is a design problem that needs to be addressed and corrected by the manufacturer.